Event description:
It was reported that the tip of the instrument was broken off while in use on the pt. The broken tip was retrieved. No pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the tip of the dynamic shaft is broken on both sides. The pin at the dynamic shaft tip is missing. It appears that the instrument was subjected to excessive force and/or torque which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.